Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned with a mandrel loaded in through the tip, it was not possible to remove the mandrel. The stent was positioned on the balloon at the proximal marker band as per specification, due to bunching of the distal stent wraps, the stent was not positioned at the distal markerband. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel as the mandrel could not be removed. No other damage evident to the remainder of the device. Additional information: the device was inspected before use with no issues noted. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The patient was reported to be alive and stable after the procedure. Initial reporter first name provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a lesion located between the left main and the left anterior descending artery (lad). The lesion was pre dilated. It was reported that the the device failed to cross the lesion and once the device was removed from the patient, it was noted that the was damaged. The procedure was complete with another stent.